Event description:
The patient was scheduled for a lower extremity arteriogram to be performed in interventional radiology. The pressure tubing was connected on the proximal end to the pressure injector while the distal end was connected to the diagnostic catheter. The pressure injector was set for 1200 psi (confirmed with vendor that pressure tubing is rated for 1200 psi) and with the injection, the distal portion of the tubing broke-free causing contrast to spray the sterile drape and the imaging equipment. Neither the patient nor the staff were exposed to the contrast spray. The pressure tubing is packaged in a "navilyst medical, namic conversion kit" which in included in a custom pack for interventional radiology. There are five potential lot numbers (4406508, 4359110, 4406508, 4359110, 4402114) that may be involved. The specific packaging for the conversion kit was not retained, however the custom pack information was saved.